Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock and hospitalization. Noise was noted to have been present at rest with no provocation needed. X-rays were completed, but fracture was unable to be confirmed on the electrode. This electrode was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Although a small crack was found near the sense b node, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock and hospitalization. Noise was noted to have been present at rest with no provocation needed. X-rays were completed, but fracture was unable to be confirmed on the electrode. This device system is expected to be replaced a future date, however currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock and hospitalization. Noise was noted to have been present at rest with no provocation needed. X-rays were completed, but fracture was unable to be confirmed on the electrode. This electrode was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.